Event description:
It was reported that revision surger was performed.

Manufacturer narrative:
Revision - infection. According to the sterilization records did determine all sterilization records were found complete and within specification.